Event description:
As reported to coloplast though not verified, patient underwent a cystoscopy, vaginoscopy & excision of eroded mesh. Patient continues to experience urinary incontinence, urgency, & physical deformity.

Event description:
As reported to coloplast though not verified, patient underwent a cystoscopy, vaginoscopy & excision of eroded mesh. Patient continues to experience urinary incontinence, urgency, & physical deformity.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not available.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not available.